Event description:
A surgeon reports foreign material was observed on the intraocular lens (iol) after insertion. Enlargement of the incision was required to accommodate removal and replacement of the lens. Add'l info has been requested.